Event description:
In 2003, a clinical incident involving an evac 70 plasma wand was reported to arthrocare corporation. The reported incident involved a patient who underwent an adenoidectomy and tonsillectomy. Upon extubation, the patient presented with blistering around the mouth and swelling of the tongue. The area of distribution was reported to be that in contact with the crow-davis mouth gag utilized. It was reported that the patient was trnasferred to a pediatric hosptial as a precautionary measure against possible airway stenosis. The patient was reported to have been hosptialized for four days and treated with systemic steriods and antibiotics for the blistering. No airway intervention was required. The incident was reported to have taken place in 2003. As of 2 weeks later, the patient was reported to be doing well. In 2003, it was reported to arthrocare corporation that a physician who treated the patient for presenting condition suggested the protective coating of the mouth gag utilized may have been compromised contributing to the reported event.